Manufacturer narrative:
Service inspected the architect c4000 processing module and determined the cable, ict to ict pre amp to be the likely cause of the issue. The part was replaced, and the issue was resolved. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. There have been no additional discrepant sodium results documented since the replacement of the cable, ict to ict pre amp. A review of tracking and trending did not identify any related trends for the part for the issue. The architect c4000 erratic result rates were within acceptable limits with no trends identified. A review of the device history record did not identify any non-conformance, potential non-conformance or deviations for the instrument and the part regarding the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.

Event description:
The customer reported instrument error code 5623 unable to process test, ict reference solution no aspirated. The customer stated they replaced the ict module today (B)(6) 2022 as the old module was over warranty. The customer added black o-rings per procedure and received an error code 5623. The customer then verified that the flush cup passes however the flush module fails. The customer then realized the o-rings should have not been added to the ict module. The customer removed the o-rings and performed the flushes again. Later that day, the customer reported falsely decreased sodium results when running on the architect c4000 processing module. The customer provided the following data (sodium reference range: 136-145 meq/l): initial sodium result: 114 meq/l, repeat sodium result on another instrument: 139 meq/l (meq/l = mmol/l) there was no impact to patient management reported.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.